Event description:
It was reported the device was used during an unknown procedure. It was reported the device did not fire. Surgeon went to use it and it did nothing. Used another which worked fine. There was no consequence to the pt.